Event description:
It was reported that arteriotomy closures of both common femoral arteries were attempted with four proglide devices, two on each side, using a pre-close technique, via a 5f and a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Mild calcification of the common femoral artery was felt on each side during proglide device placement. Reportedly, one proglide device had a cuff miss on each side. The sheath sizes were upsized to 16f on the left and 22f on the right for the evar procedure. After the evar procedure, the successfully placed suture on each side did not achieve hemostasis. Hemostasis was achieved on both sides by cut down and surgical closure. A cutdown was performed on the left side and "left overs" from either angioseal or exo-seal were found. There was a 45 minute delay in procedure due to the cut down. The physician is reportedly in-training in the use of the proglide device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions: this code is used to address attempting to achieve hemostasis using only one proglide device after a procedure using 16f and 22f sheaths and to address the use of the proglide device with a 22f access site. Per the instructions for use - the pre-close technique using at least 2 devices must be used when closing sheath sizes from 8.5 to 21f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The three other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.